Event description:
Repair center: provider alleged unit will not start and key is compressor is stuck. Per independent repair center statement, unit will not start. The key failure was that the compressor was stuck.